Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a bloody guidezilla guide extension catheter. Microscopic and tactile inspection of the device was performed and revealed that there was a partial separation, numerous kinks in the hypotube, distal shaft damage (flat spot) located 74 mm from the tip, and tip damage (markerband pinched/flattened). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 18-apr-2018. It was reported that difficulty in advancing and withdrawing the device occurred. A guidezilla¿ guide extension catheter was selected for use for a percutaneous coronary intervention. During the procedure, the guidezilla device encountered difficulty in advancing into the target lesion, so it was removed from the lesion area. However, there was trouble removing the device through the unspecified guide catheter. The guidezilla and guide catheter were then removed together from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed a partial separation at the shaft.